Event description:
Reportedly, pt started bleeding due to excessive heparin bolus. Customer complains that is no signal or alarm that the heparin bolus has been administered to the pt. In this case 2 ml bolus has been administered three times without recognizing.

Manufacturer narrative:
Device not returned.